Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break.

Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter was to be implanted in the gallbladder to treat a common bile duct stone during an endoscopic nasobiliary drainage (enbd) procedure performed on (B)(6) 2026. During the procedure, the device was fractured during insertion. The procedure was completed with another of the same device. There were no patient complications reported as a results of this event and the patient's condition at the conclusion of the procedure was reported to be stable.